Event description:
It was reported to resmed france that an astral device's screen went black and an audible alarm sounded. There was no patient harm or injury reported as a result of this incident. Ref MFR 3004604967-2015-00006.